Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device, during an unknown step of therapy. It is also unknown whether the patient was connected at the time of the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.